Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were stuck in the fill tubing process on the insulin pump. Customer stated they were unable to exit from the process. Customer's blood glucose was between 138 mg/dl and 215 mg/dl. The customer stated they had to perform the sequence several times before they could proceed with using the insulin pump. Customer agreed to return the insulin pump for analysis.